Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient gets little bursts of like a shock type of thing at the area where the ins was implanted and was calling in to know if it is device-related. The patient further said they are having these problems with the back area where at implant site and wanted to know if this was normal. Patient has not tried decreasing stimulation or turning stimulation off and stated they did not have their patient programmer (pp) at the time of the call. It was reviewed that the patient's device is not suppose to shock them and they should consider decreasing stimulation or turning stimulation off to see if this gets rid of the issue. The patient noted this issue does not occur all the time. They know they get a little bit of stimulation in the bum area which the patient referred to as vibration. The patient just wants to make sure their ins site is not causing any issues. The patient has fallen over the course of this year and that might be related to this issue. As a result of the event, the patient was directed to their healthcare provider (hcp). The patient will try turning off their device off to see if that gets rid of the issue and then they will call their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they met doctor and they took x-rays of pelvic area (B)(6) 2017 and going to follow up with doctor and representative on (b)(6 2017. They thought that everything was ok with device.